Manufacturer narrative:
Qn# (B)(4). The customer returned one, 4-lumen cvc catheter for analysis. Signs-of-use in the form of dried biological material was observed ins ide the extension lines. Visual analysis revealed that a hole had formed in the catheter juncture hub. The material around the hole was blown outwards. The appearance of the defect is consistent with damage due to over-pressurization of the catheter during use. M icroscopic examination confirmed the damage. It was noted that portions of the catheter body were slightly bent; however, no bend was extreme enough for kinking to occur. The total catheter length from the juncture hub to the distal tip measured 217mm which is within the specification limits of 207mm-227mm per the catheter graphic. The catheter body outer diameter measured 2.94mm which is within the specification limits of 2.87mm-2.97mm per the catheter extrusion graphic. The proximal extension line outer diameter measured .087" which is within the specification limits of .084"-.088" per the proximal extension line extrusion graphic. The proximal extension line inner diameter at the proximal end measured .057" which is within the specification limits of .055"-.059" per the proximal extension line extrusion graphic. With the distal end manually occluded with a clamp, the extension lines were flushed with a lab inventory syringe filled with water. When the proximal lumen was flushed, water was observed leaking out of the defect on the juncture hub. No leaks or defects were observed when flushing the other extension lines. The clamp was removed, and the proximal lumen was flushed again. Water was observed leaking from both the defective hole and the proximal skive hole. This indicates that the inner lumen does not contain any blockages. Performed per IFU statement, "flush each lumen of catheter with sterile saline solution, to establish patency and prime lumen". A long pin gage was inserted through the proximal extension line. Minor resistance was observed due to dried biological material; however, the pin gage was able to pass through the entire lumen. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "when used for pressure injection of contrast media, do not exceed the maximum indicated flow rate for each catheter lumen. The maximum pressure of power injector equipment used with pressure injectable cvc may not exceed 400 psi". The IFU also states, "only utilize catheters indicated for high pressure injection applications for such applications. Utilizing catheters not indicated for high pressure applications can result in inter-lumen crossover or rupture with potential for injury". The report of a damaged juncture hub was confirmed through complaint investigation. Visual analysis revealed that the juncture hub contained a hole/leak and the material around the hole was blown outwards which is consistent with damage resulting from over-pressurization of the catheter during use. The catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the damage observed, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the patient has septic with unknown focus. After 14 days of use, the catheter becomes leaky corresponding to all 4 legs close to the joint. All the medicine runs into the bed and not inside the patient. The catheter has been used for contrast less than 10 times.". The catheter was replaced. It was reported that "after change of catheter the patient's infection rate decreases (crp from 205 - 165)".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the patient has septic with unknown focus. After 14 days of use, the catheter becomes leaky corresponding to all 4 legs close to the joint. All the medicine runs into the bed and not inside the patient. The catheter has been used for contrast less than 10 times.". The catheter was replaced. It was reported that "after change of catheter the patient's infection rate decreases (crp from 205 - 165)".